Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Event description:
It was reported that during a meniscus repair procedure using the 'fast-fix 360', while repositioning to deploy t2, it was noticed that t2 was loose and would not deploy. Both anchors were removed. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was not returned in the original packaging. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.